Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event, and no nonconformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was provided antibiotics and the device was explanted. There was no other details regarding the event. The patient had recovered without sequelae and no further report of complication.